Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicates the following potential complications: ¿potential complications associated with placement and use of a peg tube include, but are not limited to: bronchopulmonary aspiration and pneumonia, respiratory distress or airway obstruction, peritonitis or septic shock, colocutaneous, gastrocolocutaneous or small bowel fistula, gastric dilatation, sigmoid intra-abdominal herniation and volvulus, persistent fistula following peg removal, esophageal injury, necrotizing fasciitis, candida cellulitis, improper placement or inability to place peg tube, tube dislodgment or migration, hemorrhage, and tumor metastasis.¿ the instructions for use state the following additional complications: ¿additional complications include, but are not limited to: pneumoperitoneum, periosteal wound infection and purulent drainage, stomal leakage, bowel obstruction, gastroesophageal reflux (gerd), and blockage or deterioration of the peg tube." The instructions for use includes the following precaution: ¿the peg system is radiopaque. Proper location and integrity of any internal component can be visualized by x-ray.¿ the instructions for use provides the following warning: "warning: excessive traction on the gastric feeding tube may cause premature removal, fatigue or failure of the device." The instructions for use state the following: "using the enclosed scalpel, make a 1 cm long incision through the skin, subcutaneous tissue. Caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia." The instructions use state: ¿important: use the twist lock or cable tie to secure the bolster to the tube. This will prevent future migration of the tube and reduce the need to constantly reposition or pull on the tube.¿ prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
After a peg insertion, where the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull, the peg tube dislodged from stomach and migrated to peritoneal cavity. See related mdrs: [1037905-2016-00261,1037905-2016-00262,1037905-2016-00263, 1037905-2016-00266].

Manufacturer narrative:
Investigation evaluation: the product said to be involved was not returned. Two unopened products (peg-24-pull-I-s) from two different work orders were returned. The lot numbers of the two returned devices are w3655937 and w3689919. Both lot numbers were provided in the initial information as possible lot numbers. An evaluation of the product involved in the report was not performed because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The two unopened returned devices were evaluated. Device number one (1) from lot w3689919: our evaluation of the first returned unopened product could not confirm the report as it was described. There are no rough surfaces on the feeding tube. The external bolster and two (2) twist locks were provided with the returned bolster kit. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device number two (2) from lot w3655937: our evaluation of the second returned unopened product could not confirm the report as it was described. There are no rough surfaces on the feeding tube. The external bolster and two (2) twist locks were provided with the returned bolster kit. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history records for lot numbers w3655937 and w3689919 were reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicates the following potential complications: ¿potential complications associated with placement and use of a peg tube include, but are not limited to: bronchopulmonary aspiration and pneumonia, respiratory distress or airway obstruction, peritonitis or septic shock, colocutaneous, gastrocolocutaneous or small bowel fistula, gastric dilatation, sigmoid intra-abdominal herniation and volvulus, persistent fistula following peg removal, esophageal injury, necrotizing fasciitis, candida cellulitis, improper placement or inability to place peg tube, tube dislodgment or migration, hemorrhage, and tumor metastasis.¿ the instructions for use state the following additional complications: ¿additional complications include, but are not limited to: pneumoperitoneum, periosteal wound infection and purulent drainage, stomal leakage, bowel obstruction, gastroesophageal reflux (gerd), and blockage or deterioration of the peg tube." The instructions for use includes the following precaution: ¿the peg system is radiopaque. Proper location and integrity of any internal component can be visualized by x-ray.¿ the instructions for use provides the following warning: "warning: excessive traction on the gastric feeding tube may cause premature removal, fatigue or failure of the device." The instructions for use state the following: "using the enclosed scalpel, make a 1 cm long incision through the skin, subcutaneous tissue. Caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia." The instructions use state: ¿important: use the twist lock or cable tie to secure the bolster to the tube. This will help to prevent future migration of the tube and reduce the need to constantly reposition or pull on the tube.¿ prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.